Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 26-sep-2016, a medtronic representative went to the site to test the equipment. The image acquisition system (ias) became unresponsive during calibration and the gantry would not move in any direction. The ias was then re-booted, and the system checkout indicated that the ias application and the system performed as expected. A software investigation of the imaging system¿s data logs is in progress.

Event description:
A medtronic representative reported that the image acquisition system (ias) became unresponsive during calibration. During trouble-shooting, the ias application was re-started from the remote desktop, which restored full functionality of the system and software. No patient was present during this event, so no patient demographics are applicable.

Manufacturer narrative:
A review of the software logs found: the user attempted to use the motion functionality. However, the o-arm responded with the following error message: ¿dmcexception caught on positioner controller. Message: unrecognized command.. Error code: ¿ according to the logs, the user made (B)(4) motion attempts before finally shutting the o-arm down. The ias application lost communication with the motion controllers. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.